Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies and lead dislodgement. The lead was too short and would not stay in the ventricle.